Manufacturer narrative:
H6: investigation summary: 251181 #2298425. We couldn't confirm this issue as a report from attached photo. The issue was precipitation. This product was already expired when we received this report. No issue was in DHR, retention sample. No trend. We will continue to monitor this lot.

Event description:
It was reported that bd bbl¿ salmonella shigella agar bacteria was found. The following information was provide by the initial reproted: before usage, the customer found that the media was contaminated with bacteria resembling mold. The mold-like matter was found on the surface and in the media.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ salmonella shigella agar bacteria was found. The following information was provide by the initial reported: before usage, the customer found that the media was contaminated with bacteria resembling mold. The mold-like matter was found on the surface and in the media.